Event description:
Procedure type: unk. According to the reporter: there was a stapler malfunction detected upon usage of product. There was no staple formation. Staple did not dislodge from cartridge. The first stapler was able to be fired, the second one was locked and the surgeon was unable to fire it. Surgical time was extended more than 30 minutes while waiting to get a replacement. No additional surgical process needed.

Manufacturer narrative:
(B)(4).